Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the physician encountered some resistance while advancing the palmaz blue 7 x 24 stent mounted on a 135 cm slalom delivery system. Following angiography, it was noted that the stent had come off the deployment balloon. The stent was re-captured and was successfully removed from the patient. There was no reported patient injury. The target lesion was the celiac artery. The approach was radial. Additional information received indicated that the resistance encountered was between the device and the vessel. During advancement, the physician noted a difference in the resistance encountered and performed angiography. The stent was noted to be in the patient¿s forearm. The physician then re-advanced the delivery system through the stent and inflated slightly to pull it back towards the sheath access site. A saber 2 x 2 balloon catheter was then used pass through the stent and move it back to the sheath access. Then a set of slugs for directors was used to grab the stent and pull it into the sheath. This was successful and everything was removed at once. After the product issue all access was removed and the case was finished. The physician¿s continued plan of treatment for the patient is not known at this time. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. The product including the recovered stent is being returned for inspection. No additional information including target lesion information is available.

Manufacturer narrative:
During an interventional endovascular procedure, the physician encountered some resistance while advancing the palmaz blue 7 x 24 stent mounted on a 135 cm slalom delivery system. Following angiography, it was noted that the stent had come off the deployment balloon. The stent was re-captured and was successfully removed from the patient. There was no reported patient injury. The target lesion was the celiac artery. The approach was radial. Additional information received indicated that the resistance encountered was between the device and the vessel. During advancement, the physician noted a difference in the resistance encountered and performed angiography. The stent was noted to be in the patient¿s forearm. The physician then re-advanced the delivery system through the stent and inflated slightly to pull it back towards the sheath access site. A saber 2 x 2 balloon catheter was then used to pass through the stent and move it back to the sheath access. Then a set of slugs for directors was used to grab the stent and pull it into the sheath. This was successful and everything was removed at once. After the product issue all access was removed and the case was finished. The physician¿s continued plan of treatment for the patient is not known at this time. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information including target lesion information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17017568 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent- dislodged-in patient (peripheral)¿ and ¿stent delivery system (sds)-tracking difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the IFU the user should note; caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.